Event description:
Per the clinic, the patient experienced an infection at the incision site (specific date not reported). The device was explanted on (B)(6) 2023. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with antibiotics for the infection.